Manufacturer narrative:
Customer initially reported a hole in the surgiphor bottle. After investigation of the returned sample, a hole in the tyvek was observed. No holes in the bottle and no leakage of the solution were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Most probable root cause can be attributed to post manufacturing which can provide enough force/impact to punch and create a hole in the packaging if it undergoes excessive handling. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer initially reported a hole in the surgiphor bottle. After investigation of the returned sample, a hole in the tyvek was observed. This lead to a loss of sterility.